Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2020. During removal of the device for replacement performed on (B)(6), 2021, the internal bolster detached from the tube and dislodged inside the stomach. A computed tomography (CT) scan was performed after 15 minutes and the result showed that the bolster was in the duodenum. The detached bolster was left to pass naturally. Immediately after the event it was reported the bolster flowed into the intestinal tract. The procedure was completed with a different device. On (B)(6) 2021, bolster was excreted naturally. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t percutaneous replacement gastrostomy tube was analyzed, and a visual evaluation noted that the molded internal bolster was detached from the tube. The device was observed under magnification and there were no foreign materials, air bubbles, voids identified in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remained attached to the tube indicating the components were joined prior the separation. No other problems were noted. The reported event of bolster detached was confirmed. Probably the molded internal bolster was detached due to user technique or other procedural factors, also traction force applied to the device during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2020. During removal of the device for replacement performed on (B)(6) 2021, the internal bolster detached from the tube and dislodged inside the stomach. A computed tomography (CT) scan was performed after 15 minutes and the result showed that the bolster was in the duodenum. The detached bolster was left to pass naturally. Immediately after the event it was reported the bolster flowed into the intestinal tract. The procedure was completed with a different device. On (B)(6) 2021, bolster was excreted naturally. There were no reported patient complications as a result of this event.